Event description:
It was reported that subsequent to a stenting treatment procedure stent thrombosis occurred. In (B)(6) 2006 a 2.50x16mm taxus express 2 stent was deployed in the diagonal (dx). The patient was prescribed plavix following the procedure. In (B)(6) 2011 plavix was discontinued. The patient experienced an st segment elevation myocardial infarction and in-stent thrombosis of the dx was observed. Thrombectomy was performed and an unspecified size promus stent deployed. There was no unresolved vessel thrombus. No additional patient complications were reported, antiplatelet medication was prescribed and the patient's status is fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).